Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to protruded and loose drive support disk. Insulin pump had minor scratches on lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump was alarming dur to the device being unable to detect the reservoir. Customer's blood glucose level was 196 mg/dl at time of reporting. Nothing further reported.